Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, it is reported safety device fell off before use. "I wanted to let you know about an incident that occurred with a 21g vacutainer eclipse needle. The issue described was that the clear ¿coupler¿ section of the device fell off of the green base of the needle, exposing the sharp. The product fell apart after screwing the needle into the vacutainer holder, but prior to removing the green needle cap to collect a sample. Product number: 368607. Lot number: 9257035 or 9260227. Due to having an unprotected needle, there is great concern around the potential safety hazard for staff. Have there been any other reports of similar incidents? At this time we would feel most comfortable pulling the entire affected lot from the shelf and using the other 21g lot and 23g needles. The failed device has been saved and I can return it to you. Will bd complete quality testing? If so, I can get unopened product from the same lot number."

Event description:
It was reported that separation occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, it is reported safety device fell off before use. "I wanted to let you know about an incident that occurred with a 21g vacutainer eclipse needle. The issue described was that the clear ¿coupler¿ section of the device fell off of the green base of the needle, exposing the sharp. The product fell apart after screwing the needle into the vacutainer holder, but prior to removing the green needle cap to collect a sample. Product number: 368607. Lot number: 9257035 or 9260227. Due to having an unprotected needle, there is great concern around the potential safety hazard for staff. Have there been any other reports of similar incidents? At this time we would feel most comfortable pulling the entire affected lot from the shelf and using the other 21g lot and 23g needles. The failed device has been saved and I can return it to you. Will bd complete quality testing? If so, I can get unopened product from the same lot number."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and hub/collar separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1277214 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.